Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: 5 x14 x11 mm plate cages. Medical product: rigid cervical collar therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient stated she cannot use 72r electrodes due to rash/burns caused by the pads. The patient wears a brace on her neck. The patient was not sure if its the electrodes or burns. The patient thinks it was the covers. The patient describes the skin as scabbed over/peeling. The patient has applied lotions- itch lotion. Moisturizer and antiseptic. The patient stated that she doe not have sensitive skin. The patient rotated the electrodes changed them everyday. The patient wore the products for 23 hours. She stopped wearing the products and the skin started to heal. The patient was instructed by her doctor to discontinue until the skin was completely cleared. She thinks the rash/burn is from the heat. The patient was sent 63b electrodes. She will conduct timed test. It was reported that no further information is available.

Manufacturer narrative:
Corrections - b1, b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, d5, d8: device not serviced by 3rd party, g1: contact office and manufacturer site, g6: report type additional information - h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.

Event description:
It was reported that the patient stated she cannot use 72r electrodes due to rash/burns caused by the pads. The patient wears a brace on her neck. The patient was not sure if its the electrodes or burns. The patient thinks it was the covers. The patient describes the skin as scabbed over/peeling. The patient has applied lotions- itch lotion. Moisturizer and antiseptic. The patient stated that she doe not have sensitive skin. The patient rotated the electrodes changed them everyday. The patient wore the products for 23 hours. She stopped wearing the products and the skin started to heal. The patient was instructed by her doctor to discontinue until the skin was completely cleared. She thinks the rash/burn is from the heat. The patient was sent 63b electrodes. She will conduct timed test. It was reported that no further information is available. The cover patches were not returned for evaluation.